Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown ,not provided.

Event description:
It was reported that screw loosened, was removed and replaced with other screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product evaluation: one screw was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing was performed with an in-house mating implant and no malfunction was identified with the screw. Pre-existing condition noted in the per was low bone density ¿ type IV. The device had been placed on tooth # 26 (universal) for approximately 8 months. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review for the lot (1248825) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1248825) for similar events (complaint category keywords: functional: loosening) and 1 other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information device malfunction did not occur and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.